Manufacturer narrative:
Two opened and used sensor were inspected and an initialization test performed. The sensors were connected to a new lab transmitter and placed in a bicarbonate buffer solution. The sensors functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that led did not blink when sensor was connected to transmitter. When sensor was removed, it was found that cannula was missing. Customer's blood glucose was not reported. Sensor would be replaced.